Event description:
Male patient with a two day history of acute nausea, vomiting, and abdominal pain was being treated for acute gastroenteritis, which was likley viral. The patient remained symptomatic upon arrival to the floor and was treated with zofran and IV fluids. Nurse heard the IV beeping and she entered the room. She noted multiple air bubbles in the IV line. The IV pump had a large error message stating that a large amount of air had entered the line. No air bubbles noted in the secondary lines. Patient disconnected from the IV pump, a new IV pump and tubing was connected. No untoward patient effects noted.